Event description:
A talent converter abdominal stent graft system was inserted in a pt for the endovascular treatment of abdominal aortic aneurysm. The vessels were moderately tortuous and severely calcified and narrow. The aortic neck had a 33 degree angulation. It was reported that the converter delivery system was advanced through the right common iliac artery; however, due to the calcification and narrowing in the vessel the device could not be advanced past the common iliac. The device was removed from the pt and it was found kinked. Two self expanding bare metal stents were implanted followed by an aneurx bifurcated stent graft, which concluded the procedure. The converter delivery system was discarded by the user facility. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4) other: required intervention. (B)(4). Eval, results: tortuous, calcified and narrow vessels. Other: device was discarded - unable to follow-up. Conclusion: tortuous, calcified and narrow vessels.